Event description:
It was further reported that during the implantation procedur three stents were implanted, a taxus express2 3.0x12 mm, a taxus express2 2.75x16 mm and a 2.75x12 mm driver stent. The physician's plan was to study the pt again as he is young and poli-valvuloplastic with a high risk of restenosis.

Event description:
It was reported that 3 months after a coronary drug eluting stenting treatment procedure, an aneurysm was noted on follow-up. The lesion that was treated was located in the non tortuous, non calcified, 85% stenosed left anterior descending artery (lad). The vessel size was reported as 3.0mm. The lesion was pre-dilated with a 15mm length balloon. The physician implanted a taxus express2 8.8% 2.75 x 16mm in the mid lad. The stent was well apposed and well positioned. Plavix was given pre-procedure and follow-up rx with asa indefinitely. Agrastat was used during the procedure. During follow up three months after implantation, an aneurysm was detected in the mid lad proximal stent area. It is unknown what treatment, if any, was undertaken.